Manufacturer narrative:
H11. A device service history review has been performed and identified that the unit had no similar events since its manufacturing date. Based on the investigation findings, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity, and high temperatures, or the action of disinfectants used in cleaning procedures, which contribute to the wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided. H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united states. Livanova field service engineer confirmed the error and to fix it the stirrer motor has been replaced. Functional test has been performed and the system returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during maintenance, the heater cooler 3t system intermittently displayed the error pump 1 will not start (e05). In addition, the stirrer motor was frozen. There is no patient involvement.